Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete animas will send the results in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no reported patient impact associated with this complaint. Evaluation revealed that the keypad was torn. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Visible moisture was observed under the display lens. The battery was inserted and the pump was unable to power on. The pump was opened to investigate and moisture damage was found on the circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient said her pump beeped and lost power. There was no visible corrosion in the battery compartment. There was no structural damage to the battery cap. There was evidence of misuse of the product. This complaint is being reported as the issue was not resolved through troubleshooting. There was no reported patient impact associated with this complaint.